Event description:
The nurse claims that the graft was implanted for an aortic iliac aneurysm procedure. After the iliacs and aorta section were anastomosed and the clamps released, leakage (quantity of blood lost through graft is unknown at this time) was noticed at the graft's bifurcation. The surgeon stopped the leakage with sutures. The nurse stated "please note that the graft was not pulled in any way." The graft was left in. There was no injury or complication to the pt. 15 days later, the co learned the following: the pt was at no risk since clamps were being used. No blood transfusion was needed.